Event description:
In 2008, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that the physician was unable to cannulate the contralateral gate and the patient was converted to open surgical repair. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: contra gate cannulation difficulty.